Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the patient undergoing aortic root replacement during cardiopulmonary bypass (cbp) had no issues with the oxygenator and the cpb was terminated successfully. The pump suckers were switched off before protamine was given and arterial cannula removed. The circuit was washed through with hartmann's solution until clear and was left as standby. It was then observed that the ap40 centrifugal pump was not circulating. The patient continued to bleed post bypass and hemostasis was attempted for two hours. It required a large quantity of clotting products and later was decided to go back to bypass. The patient was heparinized and new cannula were used. However, it was not possible to do bypass and it needed a completely new circuit. The forward flow was not achieved and the patient's pressure were decreasing. The device was replaced by a medtronic product to complete the procedure. There were no additional adverse patient effects reported, other than the bleeding post bypass. Medtronic received additional information that as there were no pressure/ flow back to the patient, it is possible that the oxygenator was shunting inside or the oxygenator outlet was occluded. During both cpb runs acts were within protocol range and the pre-oxygenator pressure was not measured. It was also reported that the customer described this event as a possible obstruction inside the oxygenator. There was no visible blockage. The case did not take longer than 6 hours. This event happened after the first pump run. The patient had been off bypass for a significant amount of time (greater than 1 hour) when the surgeon wanted to go back on bypass. The patient was anticoagulated with heparin during the first pump run. This was reversed with protamine. Heparin was given at standard hospital dose prior to attempt to go back on cpb. Suction tubing was not bent or occluded and there was no blood loss. An ap40 ada pter was used, and there were no clamped lines.

Manufacturer narrative:
Medtronic received additional information that the cardiopulmonary bypass had been terminated and the heart lung machine centrifugal pump was intentionally switched off. There is no complaint against the ap40 centrifugal pump head disposable or performance. The complaint is only against the oxygenator. The customer believes there was a potential blockage in the oxygenator which, in turn, prevented generation of forward flow of the ap40 centrifugal pump. A second perfusionist checked the circuit to support the original perfusionist that there were no clamped lines. The pump had been in use for between 3 and 4 hours. The heart lung machine had been left in standby for another period of time, approximately 1 hour before they attempted to reuse it. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.